Event description:
The customer reported false positive results for the axsym toxo-igm assay since replacing the reagent with a new lot. No specific number of patients was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed for an international product (B)(4) that has a similar product distributed in the us (B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.